Event description:
This is a spontaneous report by a nurse from the USA of gallbladder issues, c-diff issues, and bacterial peritonitis with culture positive for klebsiella in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date, the patient experienced gallbladder and c-diff issues. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment information was not provided. In 2010, pd therapy was withdrawn. The patient had not recovered from the peritonitis. It was not reported whether the gallbladder issues or c-diff issues resolved. The nurse did not believe that the peritonitis was related to the technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. A batch review was performed for suspect lot numbers, with no defects noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.